Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. .

Event description:
It was reported that the customer insulin pump had damaged and blank display. The customer¿s blood glucose level was unknown. The customer reported that the pump was smashed and had lots of cracks. It was reported that the pump was not responding at all and also had blank screen and damage. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. No unexpected blank display noted during testing. Unit was received with broken battery tube threads, cracked case along the side of the battery tube, cracked select button keypad overlay and missing display window cover.